Event description:
It was reported that during insertion of a rise-l spacer the surgeon noticed transudate in the patient. This event occurred in japan.

Manufacturer narrative:
The device was unavailable for evaluation. The procedure was completed, and there were no immediate adverse effects to the patient. No further evaluation can be made given the provided information. The exact reason or cause for the transudate appearing during the case could not be determined, and so the complaint is indeterminate. The investigation will be reopened if further information is provided.